Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2008. Subsequently, legal counsel alleges elevated metal ion levels and tissue and bone destruction. Additional information received alleges patient underwent a revision procedure on (B)(6) 2008, due to an unknown reason. It is also alleged patient underwent a further revision procedure on (B)(6) 2013 due to an unknown reason. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The following sections could not be completed with the limited information provided. Date of event - it is unknown if product was explanted in a revision procedure on (B)(6) 2008 or (B)(6) 2013. Date explanted - it is unknown if product was explanted in a revision procedure on (B)(6) 2008 or (B)(6) 2013. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Number fifteen states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces". This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-01715 & 1825034-2013-04179 / 04180).